Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a rise in blood glucose to 191 mg/dl after pausing the ilet for a shower, with glucose subsequently returning to the target range shortly after; the underlying device problem and component were not identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to establish a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.